Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic appendectomy procedure, on the second firing across the mesoappendix the staple legs were sticking up out of the tissue. The staples were not formed. The surgeon trimmed some of the staples with some shears and then pulled a clip applier to control hemostatis. The clip applier was used to complete the procedure. There was no patient impact.